Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented to the hospital emergently four days prior to the detection of the ruptured aneurysm. The physician elected to treat the patient with an endovascular approach. The bifurcated stent graft was successfully implanted, however, it was not possible for the physician to cannulate the gate with a guidewire or guide catheter. The physician attempted to cannulate the gate with an up and over technique and snaring for about 90 minutes, however this was unsuccessful. At this point, the physician elected to convert the talent stent graft to an aui. The hospital did not have the devices available; therefore stent grafts from a nearby hospital were used. The physician first placed an aneurx iliac limb distal to the talent bifurcated stent graft. The physician proceeded with proximal placement of the aneurx iliac limb and talent cuff to create the aui. Upon final angiogram, there was a proximal type I endoleak. The talent cuff was ballooned, however, after the balloon had been inflated 6 times, it burst inside the first proximal aortic cuff that was placed. The endoleak did not resolve. A second talent aortic cuff was placed and there was still a type I endoleak, however, after the physician ballooned the device, the endoleak was resolved. This balloon also burst after 4 inflations. The patient was closed and sent to ICU. It was reported that the following day, the patient expired. The physician stated that the patient's death was not related to the stent graft performance. The physician made the following comments, the patient was morbidly obese, copd with severe respiratory issues, the patient had presented 4 days prior to discovery of the ruptured aneurysm, and the patient would not have survived an open surgical repair. Reference MDR numbers 2953200-2008-00983, 2953200-2008-00984, 2953200-2008-00985, 2953200-2008-00986.

Manufacturer narrative:
Evaluation results: endoleak, death. Pre-operatively ruptured abdominal aortic aneurysm. Device used to treat ruptured aneurysm. Unable to evaluate the balloon since it was discarded. Conclusion: pre-operatively ruptured abdominal aortic aneurysm. Secondary intervention.